Manufacturer narrative:
The system was examined in december but there was nothing found by the company service representative that would have contributed to this reported event. The system was uninstalled in february and replaced with another system. The company representative was in the operating room (or) during several procedures and everything went well. The company representative and the surgeon have confirmed (via phone call) that there were no reoccurring issues observed. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was an issue with the intraocular pressure (iop) control. The cassette was exchanged and the procedure was completed with no impact to the patient.